Manufacturer narrative:
Patient city:(B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent events on 30-mar-2024. The blood glucose level was over 199mg/dl and ketone was also present. Patient experienced pricks at site of insertion. Therefore, the patient was treated with correction insulin pen. The customer replaced infusion set and resumed insulin deliveries. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and- infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.